Manufacturer narrative:
A ge service representative performed an onsite investigation. The failure could not be duplicated. Based upon the observation of the investigator, the root cause of the event appears to be related to user error. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system failed to produce fluoroscopic x-ray. No patient or user injury was reported.